Event description:
Summary: (B)(6) medical center (B)(6) reported a potential false negative methicillin-resistant staphylococcus aureus (mrsa) result on the biofire blood culture identification 2 (bcid2) panel after testing a patient blood culture sample. Due to the biofire bcid2 panel result, the patient had a delay in care of about 18 hours. The customer stated that the patient was not harmed due to this delay. The investigation concluded that the most likely cause for the false negative methicillin-resistant staphylococcus aureus (mrsa) result on the biofire bcid2 panel was due to a reagent pouch anomaly.

Manufacturer narrative:
Investigation: the patient was a 64-year-old male who presented with sign and symptoms of upper gastrointestinal bleeding and fever. On (B)(6) 2023, a positive blood culture sample was tested on the biofire bcid2 panel. The biofire bcid2 panel reported all analytes as not detected. On (B)(6) 2023, a biofire bcid2 panel test was repeated on the same blood culture sample. The biofire bcid2 panel reported meca/c and mrej (mrsa), staphylococcus aureus, and staphylococcus spp. As detected. The same sample was used for all additional testing. Gram-positive cocci in clusters were observed on gram stain. Antibiotic sensitivity testing and culture grew mrsa. The customer reported that due to the biofire bcid2 result, the patient had a delay of care for about 18 hours. The customer stated that the patient did not deteriorate due to this delay. No patient harm was reported, and the current status of the patient is unknown. The final diagnosis of the patient is unknown. Quality control (qc) records for biofire bcid2 panel pouch lot# 2z1q23 (kit lot#1982923) were reviewed. This pouch lot passed qc criteria and was found within specifications. The filmarray instrument (serial number# (B)(6) was working within designed specifications. Conclusion: the investigation concluded that the most likely cause for the false negative methicillin-resistant staphylococcus aureus (mrsa) result on the biofire bcid2 panel was due to a pouch anomaly. Biofire is continuously monitoring the manufacturing process and has controls in place to ensure the product is manufactured to the highest quality. Each biofire reagent lot is qualified prior to product release; this qualification includes a high statistical-confidence sampling to confirm that the kit components released for customer use are conforming. All qc metrics for the pouch lot and instrument were met, and they passed qc. Review of the associated instrument showed the instrument was performing within specification and was not expected to have contributed to the discrepancies observed by the customer. Overall, field reports of potential false negative detections for meca/c, mrej, s. Aureus, and staphylococcus were each observed at a rate of <0.001. The biofire reagent lot is performing within specification in the field. These rates are within biofire system specifications. According to table 65. Biofire bcid2 panel clinical performance summary, meca/c and mrej (mrsa) of the biofire bcid2 panel instructions for use (www.online-IFU.com/iti0048) the performance claim for the meca/c and mrej (mrsa) compared to soc phenotypic ast methods showed an overall sensitivity of 91.9% (95% ci 82.5-96.5%) and an overall specificity of 98.0% (95% ci 92.9-99.4%). Isolates recovered from the five fn specimens were identified as mssa by soc phenotypic ast methods. Isolates recovered from the two fp specimens were identified as mrsa by soc phenotypic ast methods.